Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that alert code 106 occurred after the catheter was plugged into the carto 3 system and before first ablation. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 9-apr-2026, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection revealed reddish material and a hole in the surface of the pebax. A force test was performed and the device was recognized and visualized correctly; however, error 106 displayed on screen. Resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. Dissection at the tip area identified an open circuit. Further investigation of the peek housing section revealed insufficient adhesive on the wires. Internal actions are being performed to address process opportunities related to adhesive issues. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The potential cause of the open circuit could not be determined and the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The pebax condition was not related to the reported event. The carto® 3 system instructions for use (IFU) state that if the force sensor of the catheter is disconnected and the problem persists, the catheter cable or the catheter should be replaced. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under 510(k)/PMA # p030031/s078. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the alert code 106. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax issue identified by bwi pal. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03)/ component code: adhesive (g0405201) were selected as related to the peek housing section having insufficient adhesive on the wires. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).